Event description:
It was reported that in ER-pediatrics during insertion, the user noted that the swg kinked and as a result need to be removed along with the catheter. The patient was a (B)(6) male requiring central access due to supraventricular tachycardia. The puncture sites were the subclavian and femoral veins. A new kit was opened and used, however the same issue occurred. A delay was reported, however, there were no reported complications or death to the patient. A total of four events occurred. The other three events are mdrs 1036844-2014-00195, 1036844-2014-00197, and 1036844-2014-00198.

Manufacturer narrative:
(B)(4). The device will not be returned.